Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was returned with the blade scratched with b-form staples embedded in the tissue pad, evidence that the blade had been in contact with another metal. However, the device was tested with a generator and was found to be functional. The hand switch assembly buttons worked as intended. During functional testing, an error code 5 was displayed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was activating intermittently and they tried to retorque the device and still had the intermittent activation. They tried another handpiece with the same disposable and still had the problem, so they used the footswitch to complete the case with no pt consequence.